Event description:
It was reported that during followup a few months after implant, it was noted that the diagnostics indicated the device was initializing. It was found that the atrial port was plugged and implant detect was not turned off. The implant detect was manually turned off and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.